Event description:
It was reported that a system error 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice device during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.